Event description:
Patient (user) reported a urinary tract infection (uti) coinciding with his routine urinary catheterization regimen. Patient stated he is not sure if uti was due to catheter or due to hygiene practices before or during catheterization. Patient prescribed antibiotic and has recovered.